Event description:
It was reported that during routine follow-up, intermittent atrial lead noise resulting in automated mode switch episodes was observed. Device reprogramming was performed.

Manufacturer narrative:
(B)(4).